Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected, and cannula found to be bent. The device history review was performed and no discrepancies noted relevant to the indicated failure mode. Occlusion test was conducted on the returned sample and free flow was observed. Customer complaint line blockage could not be confirmed. The probable cause of the reported issue was unknown.

Event description:
It was observed during inspection of a returned cleo infusion set that bent cannula may cause occlusion which will interrupt therapy and impact patients.